Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rv lead had increasing thresholds. The lead was capped and a new rv lead was implanted. There were no patient complications reported as a result of this event.